Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded on keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm during bolus. Customer's blood glucose was 198 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.